Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of menstrual disorder ("menstrual bleeding disorder / menstrual cycle shrunk to about 14 days") and internal haemorrhage ("internal bleeding as a complication of the surgery") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced headache ("chronic headache despite of 24/7 prophylaxis medication"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant) with haemoglobin decreased and serum ferritin decreased, nausea ("continuous nausea"), abdominal pain upper ("stomach pain"), swelling ("swelling"), fatigue ("tiredness "), asthenia ("weakness"), rash ("rash / rash mainly in cleavage area") and complication of device removal ("internal bleeding as a complication of the surgery"). The patient was treated with lansoprazole (zolt), ondansetron and surgery (fallopian tubes and essures were removed in connection with hysterectomy, in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the menstrual disorder, internal haemorrhage and complication of device removal outcome was unknown, the headache, nausea, abdominal pain upper, swelling and rash had resolved and the fatigue and asthenia was resolving. The reporter provided no causality assessment for abdominal pain upper, asthenia, complication of device removal, fatigue, headache, internal haemorrhage, menstrual disorder, nausea, rash and swelling with essure. The reporter commented: a patient who is a health care professional report about her symptoms during essure. Symptoms started about 2 months after insertion. After 2 weeks of surgery to remove the essure, she could stop completely the medication for headache and nausea. It was reported that recovery of tiredness and fatigue is still unfinished because she got internal bleeding as a complication of the surgery and it caused significant decrease of hemoglobin and ferritin. This situation is however getting better too. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-jan-2018 for the following meddra preferred term: menstrual disorder. The analysis in the global safety database revealed 54 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.